Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator has a cracked circuit. The crack was noticed during patient use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.